Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a message of "sensor can be used in 60 mins" when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced described as "sweating a lot" and subsequently lost consciousness. Paramedics were called and a blood glucose of 35 mg/dl was obtained using an unknown meter. The customer was provided an IV by the paramedics as treatment there was no report of death or permanent injury associated with this event.